Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that her mother's insulin pump alarmed motion sensor test failure during the fill tubing process. The patient's blood glucose at the time of incident was 103 mg/dl. A displacement test was performed and the device failed. The customer was unable to rewind the insulin pump as the device would immediately alarm motion sensor test failure. The daughter also mentioned that her mother was hospitalized for a stroke that was not in relation to diabetes. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump alarmed during rewind test due to motor encoder signal out of phase also, unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to a35 error alarm. The insulin pump was minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.